Event description:
It's reported that during a meniscus repair, the suture of the ultra fast fix was knotted and it could not be pushed in. Both t's were removed with tweezers. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t2 has been pushed forward to the distal end. There are no unexpected knots in the suture. The variable depth straw has been trimmed. A functional evaluation using a simulation meniscus revealed the t1 and t2 implanted simultaneously due to the t2 being pushed forward prematurely. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, excessive biodebris, or improper technique. Based on this investigation, the need for corrective action is not indicated.